Event description:
It was reported that a large volume infusor leaked into the unopened over pouch. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code : (B)(6). H4: the lot was manufactured may 22, 2023 - may 23, 2023. H10: the device was received for evaluation with fluid in the bladder. Visual inspection with the naked eye showed no evidence of leak on or in any parts of the entire device. The bag that contained the device was dry. The outer and inner surfaces of the device were also dry. The blue winged cap was observed to be securely tightened without evidence of wetness or leak. A functional leak test was performed and no leak was observed. The reported condition was not verified. A photograph was provided for evaluation and showed droplets of fluid inside a bag that contained the device. The droplets appeared to be condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Typically, over time, condensation would dissipate or dry up by itself. Condensation is not a product defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.